Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the customer encountered an error 500 message when attempting to open one of the examinations in the iscv. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Although no adverse events or patient harm were reported in the associated complaint (B)(4), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.